Manufacturer narrative:
Additional information: a2, a4, b1, b2, b5, b6, b7, h6 (patient and device codes). Investigation: the following allegations have been investigated: organ/vena cava perforation, embedded, dvt, stenosis, caval thrombosis, post-thrombotic syndrome, back/abdominal pain, anxiety, mental anguish, stress, worry, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported post-thrombotic syndrome, back/abdominal pain, anxiety, mental anguish, stress, worry, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 cfr 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right internal jugular vein due to history of deep vein thrombosis (dvt) and need for surgical removal of a mass, per medical record. Patient allegedly had the filter successfully removed (B)(6) 2018. Patient is alleging vena cava and organ (gi tract, aorta and spine) perforation, embedment, recurrent dvt, ivc stenosis, caval thrombosis, post-thrombotic syndrome. Patient notes and further alleges experiencing "constant back pain/midline distal thoracic/proximal lumbar pain, and constant stomach pain. I also experience anxiety, mental anguish and stress about the status of m filter and any related injuries", and worry as well as physical limitations. Per the (B)(6) 2010 computed tomography (CT) abdomen/pelvis: "impression: inferior vena cava filter. There is likely thrombus within the inferior vena cava but no identifiable collateral vessels other than this large vein in the pelvis". Per the (B)(6) 2018 successful inferior vena cava filter retrieval: "the hook of the celect filter was engaged with a snare and the snare was collapsed within the outer 14 french sheath. The inner 12 french sheath was then advanced over the filter and filter gradually removed inside the outer 14 french sheath. Repeat venogram was performed".

Manufacturer narrative:
Initial reporter: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.